Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation with the original folding carton. Visual inspection, using a microscope at 10x magnification, showed loose particles in the optic body compatible with handling the lens out of the sterile environment. Manufacturing defects weren¿t identified in the returned sample. Manufacturing records were reviewed and the lens was manufactured according to specification. The units were released according to specifications. Based on the investigation results no product deficiency was found. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens, model zcb00, was implanted. However, after implantation, the capsule broke and a vitrectomy was performed. The doctor then changed the lens to a sulcus lens. It was also noted that there was nothing wrong with the lens. No patient injury post-op was reported. No other information was provided.